Manufacturer narrative:
Prior to the device being sent to olympus for evaluation, it was cleaned, disinfected and sterilized. There was no delay in the start of the precleaning. The customer provided the cleaning, sterilization, disinfection processes performed onsite at the user facility. The customer flushed the air/water nozzle with water and air, the customer wiped/brushed the air/water nozzle with a clean lint-free clothes, brushes or sponges, the customer flushed the air/water nozzle/channel with the detergent solution. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was an air/water leak from the forceps/suction channel, the probe was wet, an air/leak from the probe mounting part and the electrical connector had evidence of contact corrosion. Corrosion was also found inside the control body. In addition to the findings already reported in b5, scratches were found on the device, the adhesive on the objective lens was peeling, there was part of ultrasound image that was missing (missing sound ray) and there was looseness of the control unit cleaning tube mounting cap. There was damage to the acoustic lens, the bending section cover bond was floating and chipped, the image guide tube had collapsed, the universal code was wrinkled and the scope connector label had peeled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the root cause of the foreign material clogging the nozzle. The debris or the source of the debris could not be identified. Precleaning/reprocessing was performed in accordance with the instructions for use (IFU). Users are instructed on how to correctly reprocess the device in the following chapters of the instructions for use: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures additional information has been requested regarding this event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the mouthpiece on the evis lucera ultrasound gastrovideoscope was leaking. During inspection and testing of the returned device, debris was found clogging the nozzle, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.